Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had abnormal alarm. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that there was an abnormal alarm. The self-check indicated that the battery power was low, with a recommendation to recheck after charging. Once charged, the self-test was successful, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.